Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the metal cap is detached and not returned; the glass cap exhibits moderate devitrification and mild detritus adhesion; the outer flow tubing open end appears damaged. Probable root cause: based on the product analysis results, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
It was reported that during a prostate procedure the fiber cap detached @ 0 joules used and 0 minutes. The procedure was completed with an alternate procedure (turp). Patient outcome: "no consequences to the patient as confirmed by customer."